Manufacturer narrative:
Following notification of explant, this event will be further updated.

Event description:
Boston scientific received information that during a follow-up, this device exhibited a battery depletion level not as expected based on the duration of implant. No adverse effects were reported and the patient was released. Data was sent for an engineering evaluation at which time, device replacement was recommended. To date, no report of any system changes.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection identified no anomalies. During testing of pacing pulses, a high current drain was noted. When pacing was turned off, the high current drain desisted. The device case was removed to facilitate inspection of the internal components. Detailed testing isolated the high current drain to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. The high current drain resulted in the clinically observed premature battery depletion.

Event description:
Subsequently, the device was explanted and replaced with another boston scientific device. The explanted unit was returned for analysis. No adverse effects were reported during the replacement period.